Event description:
Device malfunction: none. Time of symptoms/ae: unk. Symptoms/ae: tia, bradycardia, hypotension, asystole, syncope, stroke, occlusion, emboli, dissection, vasospasm. The following events were noted through a periodic article review. A study was performed in a total pts that underwent filter-protected carotid artery stenting. The rx accunet was placed in some pts. The purpose of the study was to assess the volume and composition of debris captured by filters during carotid angioplasty and stent placement of severe internal carotid artery stenoses. All procedures were performed successfully. Transient hemodynamic changes occurred in a total pts without clinical consequences: bradycardia 56.7%, hypotension 49.7%, asystole 35.8%, syncope 27.4%, and eeg anomalies 51.3%. Some patients developed tia lasting <15 mins. Additionally, dissection post procedure was noted in some pts and transient vasospasm occurred in 29.4% of the pt population. One pt experienced a contralateral stroke with known occlusion of the contralateral internal carotid artery. Treatment of the adverse events was not provided. The article does not directly correlate the adverse outcomes to a specific device/brand/MFR.

Manufacturer narrative:
This report involves a prospective study noted in an article. The devices were not available for analysis and device investigation could not be performed. The lot numbers were not provided; therefore, review of the device history records could not be performed. The reported events are known adverse events associated with the use of the device. Attachment: pilar pinero, phd, et al; "volume and composition of emboli in neuroprotected stenting of the carotid artery". Published am j neuroradiol march 2009;30:473-78.